Manufacturer narrative:
The companion 2 driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR.

Event description:
The distributor, a syncardia authorized distributor, reported companion 2 driver sent to ksa with batteries inside driver. Drivers were held in customs for >5days - when finally released the emergency battery was alarming upon plugging into main power. Driver was left plugged in for 7 days and emergency battery was still alarming.

Manufacturer narrative:
Device history record (DHR) review confirmed that companion 2 driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found emergency batter error alarms and multiple system check failures for depleted 9v battery. Visual inspection of external components found no abnormalities. Visual inspection of internal components found bird caging at the power connections on the power management board. Companion driver failed functional testing for acceptance at incoming inspection due to a constant emergency battery error alarm and failed system check for depleted 9v battery. Additional testing of the emergency battery indicated the battery was in permanent fault and is unable to hold a charge/discharge. Failure investigation for this complaint confirmed the reported issue from the patient data file and alarm review. The customer complaint was replicated during testing; the root cause of the reported emergency battery alarm was determined to be a nonconforming emergency battery. Failure investigation identified no other test failures or damage that could have contributed to the complaint. Depletion of the 9v battery caused the system check failures but was not related to the reported complaint and bird caging at the power connections on the power management board does not affect functionality. Device was not in patient use at time of complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
The distributor, a syncardia authorized distributor, reported companion 2 driver sent to ksa with batteries inside driver. Drivers were held in customs for >5days - when finally released the emergency battery was alarming upon plugging into main power. Driver was left plugged in for 7 days and emergency battery was still alarming.